Manufacturer narrative:
Although the exact root cause cannot be confirmed, the discrepant results observed by the customer were likely caused by sample specific factors. These include contamination of the first secondary tube sample (most likely), the sample containing sars-cov-2 virus at a concentration at or near the lod, and also due to the collection method/workflow - possible positive sample with inhibitors present which is supported by the data. Note, the customer¿s sample type, collection media, and workflow are off-label and it is unknown how the results would be affected. The off-label contributions are as follows ¿ 1) wound sample ¿ unknown if sars-cov-2 can be detected for such a sample type, 2) eswabs tend to contain lower volumes of media than recommended, and 3) diluting the sample within nacl could contribute to the aliquot being tested not containing enough sars-cov-2 viral material to generate reproducible results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results with one patient while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 68/8800 systems. The alleged sample initially generated a positive sars-cov-2 result. A retest of the same sample was performed on the same cobas 6800 which yielded a negative result for sars-cov-2. Results were not reported. No harm is alleged. Per FDA guidance for eua,1 MDR is being submitted.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.